Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive technical support engineer (tse) and reported that the left eye on surgeon side console (ssc) was black. Caller stated that they tried to restart without any success. Tse viewed the system event logs but did not notice any relevant error. Tse asked him to remove all instruments and shutdown the system. Tse asked him to cycle the ssc breaker. Tse asked him to check left eye during startup, it stayed black, no signal no icon. Surgeon decided to abort and postpone the surgery. Tse connected to the system, and it seems that the surgeon decided to proceed with one eye. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated and replaced the high-resolution stereo viewer (hrsv) due to the issue with the left eye. System tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Based on the field evaluation, this reported event was confirmed which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. The hrsv was returned for failure analysis and the reported failure was replicated. The monitor was installed on the left side of the printed circuit assembly (pca) test system. Upon power up, the system booted up with no issues, except the left eye monitor is dead. No images are being shown on the left eye of the surgeon side console (ssc).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained additional information regarding the reported event. The reporter confirmed the date of the reported incident. The surgery was converted to a sternotomy. The customer stated that, from their point of view, the surgery had not gone as planned. The postoperative outcome was favorable for the patient, despite a prolonged stay due to the sternotomy and the cec (extracorporeal circulation) associated with the conversion. The patient did not experience any harm as a result of the surgical conversion.